Event description:
Dr placed implants at locations 3, 4, 5, 6, 11, 12, and 13 on (B)(6) 2016. Implants were loaded on (B)(6) 2016. Patient has heart disease and ulcers. On (B)(6) 2018 patient contacted doctor and reported mobility issues. Patient returned to doctor on (B)(6) 2018 and the implant at location 4 was removed.